Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 45 mg/dl. The customer treated for the low blood glucose with glucose tablets and food. Customer's blood glucose level was 216 mg/dl at the time of the call. The customer was assisted with troubleshooting and found insulin pump was inaccurate and was assisted in correcting. There was no indication that the insulin pump over delivered insulin. The product will not be returned for analysis.